Event description:
It was reported that the insulin pump alarmed button error and the buttons were not responding. The customer changed the battery but anomaly persisted. It was stated that the buttons weren't pressed for longer than 3 minutes and the insulin pump was not bumped or dropped. Blood glucose value was 6.8 mmol/l. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarms noted during testing. The pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case near the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.